Manufacturer narrative:
(B)(4). Date sent: 10/17/2024. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested and the following was received: please confirm that the bleeding was at a site remote of the anastomosis? Yes does the surgeon believe that there was any deficiency with the device that caused the bleeding? No, just that extra precautions should be taken when inserting the stapler. What is the correct product code? Cdh29p what were the indications for surgery? Benign did the patient receive any preoperative chemotherapy or radiation? None were there any issues experienced with the device in the initial surgical procedure? No what is the nurses experience with the device? Experienced what was the total estimated blood loss (ml)? 3 litres was a transfusion required? Yes, 5 litres how was the bleeding addressed? Vessel controlled with adrenaline injection and endoscopic clip application what was the pre and postoperative anti-coagulant and pain management protocol? No anti-coagulant was the bleeding intraluminal or extraluminal? Intra what is the current patient status? Recovered fine

Event description:
It was reported during a subtotal colectomy and ileorectal anastomosis, the cdh was inserted and fired by the registrar. It was noticed that the patient was bleeding from the rectum when the reg pulled the cdh out. Thought this might be coming from the anastomosis. An anal stent was placed and left in a little longer than usual and removed on (B)(6). When the patient was on the ward, there was bleeding coming through the anal stent. Then patient was discharged on (B)(6). The patient presented on wednesday night with bleeding from the rectum, which caused the blood pressure to drop to 70. The bleeding protocol was initiated, and they transfused 5 units of blood. CT showed bleeding from the rectum. The flexible sigmoidoscopy showed intact anastomosis with no evidence of bleeding. There was crescentic mucosal breech at a dented line at the 12 o clock position, involving one third of the circumference. At the left end of the mucosal bridge, there was a bleeding vessel identified. Because of the lack availability of technical support for clipping, the patient was brought back to theatre in the morning for re-examination and consideration for clipping. 10am examination time ¿ the bleeding had settled, the patient was brought back to theatre re-examined and no further bleeding. Vessel controlled with adrenaline injection and endoscopic clip application. No further bleeding reported. The "surgeon's" clinical impression is that the mucosal bridge at the dented line most likely caused by possible injury with the stapling gun, the stapling gun made crescentic damage to the mucosa. While inserting the stapling gun, extra precautions need to be taken not to force the gun inside. The angle of the gun must be kept in alignment with the anal canal.

Manufacturer narrative:
(B)(4). Date sent 7/23/2024. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.